Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced continuous glucose monitoring sensors expiring and failing after approximately five days across two sensor platforms while connected to the insulin pump, despite proper application sites, app reinstallation, re-pairing, multiple sensor replacements, and a factory reset, with the pump and app on current versions, consistent with a device problem characterized as failure to read the input signal and involving the firmware component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed the presence of a new or unknown interferent and could not exclude a device-related problem, with the problem characterized as failure to read the input signal and the involved component identified as firmware. It was concluded, based on previously established findings for similar reports, that the cause was unable to exclude a device problem.